Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing, the connecting tube maj-1516 was connected to the endoscope¿s instrument channel port, and it won't come off easily. The user pulled it out forcibly, but there was a considerable resistance. It seemed it was loosened by forcibly pulling it out. The user facility had another cyf-5a, and there was no problem with another cyf-5a. The subject device had been reprocessed with oer-3. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The connecting tube was not returned, and the reported phenomenon that it's difficult to come off could not be confirmed. The instrument channel port was scratched and peeled, but it was not loosened. There were no other abnormalities. The manufacturing record was reviewed and found no irregularities. Since the instrument channel port was scratched and peeled, it was presumed that the connecting tube had damaged part and that caused the difficulty in detachment.